Event description:
Large air bubble noted in the blue lumen extension of client's dual lumen central line. Catheter remains implanted.

Manufacturer narrative:
The device involved in the incident was not returned as it remains implanted in the patient. The report indicated that the catheter involved did not leak and was implanted for 11 days before the issue was noted. Photograph provided confirm the complaint as an air bubble was noted in the venous extension tube. Previous events reported by same facility suggested the end caps were the root cause of the issue. Those end caps are not manufactured or supplied by medcomp. The end caps provided in the kits are one time use, are not meant to be injected through and should be changed after each treatment. If this was followed the end caps provided in the kits could not be the cause of the air bubbles in the extensions. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the devices were manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a leak test as well as a test for air bubbles. The catheter female luers are manufactured to the iso standard. They are universal female luers and will mate with any universal male luer of bloodlines, syringes, end caps, etc. If they are also manufactured to the iso standard. These end caps are packaged in all of medcomp long- and short-term hemodialysis/apheresis catheter kits. Without an evaluation of the device involved we are unable to determine if the catheter contributed to the problem. After evaluating the information provided, we believe it is unlikely the catheter is at fault. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.